Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer stuck and was not closed properly. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and proactively replaced a failing legacy half-height cubie drawer due to physical damage. Diagnostics confirmed successful operation with no further issues reported. The system functioned as intended after the field service engineer repaired the device.